Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during placement of the right atrial (ra) lead, the screw was extended but would not retract. The lead was removed and an alternative lead was placed. No patient complications have been reported as a result of this event.